Event description:
It was reported that during aneurysm embolization case, after the subject stent went from introducing sheath to go into microcatheter, resistance was encountered at proximal of microcatheter and the subject stent could not be advanced any more. When withdrew the delivery wire, the subject stent deployed in microcatheter. Withdrew the microcatheter and replaced it with new one and used another stent to finish the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, stent was found to be deployed and not returned. The stent was not present inside the microcatheter. The stent delivery wire sdw was found to be kinked/bent. The stent introducer sheath was not returned. Stent difficult/unable to advance or pullback through catheter functional test was unable to perform as the stent was found to be deployed and not returned. Functional test for stent deployed prematurely during use was not required as it was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The stent was found to be deployed and not returned. The sdw was found to be kinked/bent. The stent introducer sheath was found to be intact. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'stent deployed prematurely during use', and as reported 'stent difficult/unable to advance or pullback through catheter' and to the as analyzed 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during aneurysm embolization case, after the subject stent went from introducing sheath to go into microcatheter, resistance was encountered at proximal of microcatheter and the subject stent could not be advanced any more. When withdrew the delivery wire, the subject stent deployed in microcatheter. Withdrew the microcatheter and replaced it with new one and used another stent to finish the procedure. No clinical consequences were reported to the patient due to this event.